Manufacturer narrative:
Age, weight, ethnicity: unknown, not provided. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with cornea epithelial defects on both eyes (ou). The description of the event is the epithelium appeared to loosen on both eyes, however, the surgeon ended up going under epithelium on the right eye (od) when attempting to lift flap. The surgeon was able to lift flap and complete the treatment. A bandage contact lens was used for both right (od) and left (os) eye.